Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag split at the seam when being removed from the umbilicus. The specimen fell into the pt's abdomen. The specimen was retrieved with graspers through the incision. The incision was not enlarged to remove the specimen. The case was completed with no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.